Manufacturer narrative:
The reported events of high capture threshold and insulation breach were confirmed. As received, a partial lead was returned in two pieces. External insulation abrasion was found at 6.7 ¿ 7.4 cm from the connector pin breaching the optim sheath only consistent with friction to the device can. Internal insulation abrasion was found at 6.7 ¿ 7.3 cm from the distal tip breaching all the lumens. In this region, both re etfe cables coating were found to be abraded. Internal insulation abrasion was found at 11.5 ¿ 14.7 cm from the distal tip breaching the rv cable lumen. In this region, the ptfe liner and one rv cable were broken and separated. Internal insulation abrasion was found at 6.0 ¿ 7.3 cm from the distal tip breaching all the cable lumens and the inner coil lumens. In this region, the ptfe liner was intact, the rv etfe cables coating was not abraded but both re etfe cables coating were found to be abraded in this location. All other damages were sustained during the procedure.

Event description:
Related manufacturer reference number: 2017865-2021-31216. It was reported that the patient presented for follow-up in clinic. It was discovered that the patient's right ventricular (rv) lead exhibited high capture threshold and their left ventricular (lv) lead had a loss of capture. Diagnostic imaging was taken which showed the leads were at a good spot but still had the capture issues. Furthermore, the rv lead was discovered to have an insulation breach. Therefore, the physician elected to explant and replace both the rv and lv leads during a new system implant. The patient was in stable condition.